Event description:
Surgical staff utilizing stapler intraoperatively and it broke during firing the load. The handle to retrieve the blade and open the stapler broke while opening the stapler no noted patient harm.